Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent oversensing and undersensing noted on recorded ventricular fibrillation (vf) episodes and a lead integrity alert (lia) had triggered due to increased sensing integrity counter (sic) and high rate non-sustained episodes. Follow up was conducted and it was noted that the patient was treated for severe hypokalemia and started on a beta blocker. The lead remains in use and no reprogramming was completed at this time. No patient complications have been reported as a result of this event.